Manufacturer narrative:
Investigation summary: bd received four photos for investigation. One of the customer photos shows a defective stopper next to a normal one and another photo shows an empty tube post-collection. A total of 30 retained samples underwent visual inspection for stopper defects, and all passed the inspection. Additionally, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: defective stopper molding and no fill/no vacuum based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of an unspecified number of tubes was damaged resulting in no negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of an unspecified number of tubes was damaged resulting in no negative pressure. No adverse impact was reported regarding the patient or user.